Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting cardioversion on a 67-year-old, male patient, the pads sparked. This caused a burn on the patient's abdomen. Complainant did not indicate the degree of the burn and patient did not advise any discomfort.

Manufacturer narrative:
The onestep electrodes (lot # 2325l) were not returned to zoll medical corporation for evaluation and no device logs or photographs were provided. The claim was initiated after a patient sustained a burn of undetermined severity during a cardioversion procedure. The user reported observing a spark. The customer stated that a wire was exposed on the pad, but it was unclear if this was the self-test wire or the high-voltage wire. Wire exposure could result in skin burns during the delivery of high energy. Review of the device history record (lot# 2325l) revealed no anomalies. Multiple attempts to obtain additional information from the customer were unsuccessful. Root cause could not be determined. No trend is associated with reports of this type.